Event description:
It was reported that the patient had a bacterial driveline infection. Surgery and drug therapy were performed.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that the patient was still admitted and under observation. The patient had a swollen driveline insertion site with a methicillin-susceptible staphylococcus aureus (mssa) infection. The patient's infection was uneventful after treatment of debridement and administration of an antibiotic.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2024-05105.